Manufacturer narrative:
Instrument files were provided by the customer. Investigation is underway.the cause of this event is unknown.

Event description:
The customer reported that patient k was displayed with patient data of patient h. An incorrect entry was previously made in the data for patient h. The data of patient h were corrected with the next measurement of patient h's sample. There is no report of injury due to this event.

Manufacturer narrative:
Based on the instrument log review, neither ¿last sample¿ nor ¿patient list¿ options (which could be used to fill-in patient data entry form with prior data) were used for the sample at the time of the event. Patient (B)(6) (ID: (B)(6) was first measured on (B)(6) 2024 at 14:48:17. Logs for this time are not available in the files that were provided. Patient (B)(6) (ID: (B)(6) was first measured on (B)(6) 2024 at 21:42:54. Communication manager logs verified demographics were requested from lis for this patient ID at this time. User interface log verifies a search was done from the barcode scanned at the time of analysis (the data entry form was pre-filled with data returned from lis) and the user was on data entry form for only 1 second (so only limited manual entry of data would have been possible). Based on the limited information available and after reviewing the limited evidence from the instrument log, the root cause of this event is unknown.